Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00945. It was reported that the patient presented for a lead revision. Both the right atrial and right ventricular leads had become dislodged after a cardiac surgery. Upon interrogation, p-waves could not be measured on the atrial lead, and the right ventricular lead capture threshold was within normal limits but had increased since the surgery. Both leads wee explanted and replaced. The patient was asymptomatic and in stable condition.